Manufacturer narrative:
Detailed product information was not provided to bsc. The facility indicated they disposed of the device and the batch/lot number was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion was identified, and a pericardial puncture was performed. During the procedure, transseptal puncture was performed using a non-boston scientific needle, the sureflex sheath was advanced into the left atrium. The intellamap orion catheter was then introduced. Catheter maneuvering appeared unusually difficult, so it was withdrawn to check its function; no issues were detected. The orion catheter was reintroduced into the left atrium, and mapping started. Approximately 15 minutes later, an ultrasound check was performed due to earlier complications, revealing a pericardial effusion. The procedure was immediately aborted, and a pericardial puncture was performed. The patients condition subsequently stabilized. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.